Event description:
Event reportable based on product analysis completed on (B)(6) 2010. It was reported that during a coil embolization treatment procedure, a coil was stuck in the microcatheter. The renal artery was being treated. Two idc coils and 13 pushable coils from another manufacturer were deployed through a renegade catheter. An idc-18 14mm x 20cm coil was advanced and became stuck in the catheter. The coil was removed and the procedure was completed with another of the same device. No patient complications occurred. The patient status is "good." However, product analysis revealed a broken coil with a detached arm.

Manufacturer narrative:
(B)(4): the coil was returned. The pusher wire was not returned. The coil was severely stretched at the proximal end and dried blood was present. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the main coil was pulled off and was not returned. The coil dimensions were measured and determined to be within specifications. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is determined to be user related, as continuous flush was not used. The dfu states: begin continuous flush before introducing the coil into the catheter. (B)(4)